Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during the load process. There was no impact to the user's blood glucose level as the pump was being used with saline. The user successfully loaded a new cartridge.